Event description:
The customer's family member had called to report high blood sugar levels. Troubleshooting was done on the pump and it was determined the pump be replaced. A few days later, the customer's family member reported that the customer was hospitalized for dka. The family member stated that last week the customer was experiencing high blood sugar levels inconsistently. The customer was on an insulin drip while at the hospital.